Event description:
Patient called alleging that the meter does not power on. Patient experienced symptoms prior to testing, which included dizziness, sleepy and blurry vision. Patient tried to test and was unable to obtain a blood glucose reading. Patient was not given any additional treatment while in the hospital other than testing their blood glucose. Customer service found out that the battery compartment was corroded. Customer service, sent patient a replacement meter. This case is being reported as a malfunction did not contribute to the serious injury.